Event description:
The customer reported the ventilator failed system pressure testing. No patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Device has been retired and removed from clinical use per customer.